Event description:
During a pci treatment procedure, the balloon ruptured at 12 atms, and blood aspirated into the balloon. Details regarding the lesion being treated were not provided. The maverick2 monorail balloon was removed and the procedure was completed. No patient injuries or complications were reported.